Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding a simplygo mini. The device was returned to a third party service center. During visual inspection of the device, the device was found to have a clogged sieve, the o2 side screw thread cracked, an air side leak. Also, the compressor was overheating. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.